Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Loaner staff of stryker (B)(4) noticed the deformation of the handle after it was returend from the hospital.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have (B)(4) events reported for the reported manufacturing lot. Visual inspection confirmed the reported event; the handle of the device is discolored and degraded. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Loaner staff of stryker (B)(4) noticed the deformation of the handle after it was returend from the hospital.